Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that the modular cable was exchanged due to visible damage.

Event description:
The log files noted low power and power cable disconnects. The alarms resolved after the patient's modular cable and system controller were exchanged. Related MFR # 2916596-2023-01934.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the patient's modular cable having visible damage was confirmed via visual analysis of the returned cable; however, the reported event of wires being exposed, yet intact was not confirmed. The heartmate 3 vad modular cable (lot number 7437046) was returned and evaluated at abbott. During the evaluation, the cable was returned with tape covering the majority of the cable covering several rips/tears in the polyurethane jacket, confirming the reported event. The modular cable was then functionally tested and passed all steps without issue. The returned modular cable was then connected to a known working test system controller and pump without any issues or atypical alarms active. The modular cable was manipulated by hand during testing with no issues or atypical alarms observed. The modular cable functioned as intended, despite the superficial damage to the modular cable. The modular cable was then dissected further to reveal that all underlying layers remained intact. The cable functioned as intended during testing. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate iii patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean, care for the driveline, and connect it properly. This section instructs the user to inspect the modular cable in-line connector for signs of damage, such as cracking, fraying, wear, exposed wires, sharp bends, or kinks. Call your hospital contact right away if the driveline is damaged (or might be damaged)." The heartmate iii patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate iii patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 7437046) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.